Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain, arachnoiditis and radiculopathy. A ptm (personal therapy manager) code 8474 was reported (pump reset occurred). It was reviewed to have the patient follow up with their healthcare provider to have the pump interrogated. The reporter would follow up with the healthcare provider. There were no patient symptoms and no further complications were reported.

Event description:
Additional information received reported that a pump replacement was planned for an unknown future date. The cause of the pump reset was not yet determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.